Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was prompted to perform the load fill tubing sequence multiple times. The customer's blood glucose level was between 425-451 mg/dl. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed.